Event description:
Reporter states when the chair is turned on it will make a motor noise when you hit the joystick but not go anywhere, it will then kick in and take off erratically in all directions. No injuries reported.